Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks. The device was evaluated, and it these transvenous leads were found to have been fractured. The physician elected to explant the device and leads, and a high energy device and new leads were implanted without reported complication. To date, there have been no patient symptoms associated with this clinical observation.